Event description:
His report is based on information provided by a third-party service technician and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro; indicating cannot connect to the bluetooth. The device was not in use during the time of the event; therefore, no patient or user health consequences or impact occurred.